Manufacturer narrative:
It was reported that in or 10 the visum ll light head was allegedly separating from the cardanic. The field service technician (fst) swapped out the visum ii light head that was missing a c-clip. He tested the visum ii and intensity controls on light. In addition, he set the ceiling height and tension on new light head. Further investigation of the DHR showed that the c-clip was present upon leaving the manufacturer. Potential reasons for missing c-clip are improper maintenance by the hospital, as the site does perform some maintenance themselves. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that in or 10 the visum ll light head was allegedly separating from the cardanic. There was no patient involvement or adverse consequence reported.